Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable had a white stain on cord, the issue re-occurred when dried even after cleaning. The issue occurred during reprocessing. The video image was displayed without any problems. There were no reports of patient harm.

Event description:
It was reported the camera head cable had a white stain on cord, the issue re-occurred when dried even after cleaning. The issue occurred during reprocessing. The video image was displayed without any problems. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the main body, scope mount corrosion, and electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.